Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customer complaint. Data was downloaded from the receiver and reviewed, finding a firmware error. A global receiver functional test was performed on the receiver and it resulted in no failures related to the customer complaint. The complaint of the receiver ceasing to function was confirmed. The root cause could not be determined, post investigation.